Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing and eight shocks for a rapidly conducted supraventricular tachycardia. It was planned to bring the patient into the clinic and consider reprogramming of the rhythm discrimination feature. The ICD remains in service. Additional information received indicated that the ICD was reprogrammed to a single zone to avoid inappropriate therapy in the future.